Manufacturer narrative:
Additional information was received on 2/19/2018. The patient had the unilateral prosthesis replacement with a mentor siltex round moderate profile 475 cc saline prosthesis on (B)(6) 2018. During the procedure, a seroma was drained, and the replacement implant was inserted and filled to 525ccs. No complications were noted. The device history record (DHR) of lot number 7294507 was reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent breast augmentation revision with a mentor siltex round moderate profile 475cc saline prosthesis and experienced deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) female patient underwent breast augmentation revision with a mentor siltex round moderate profile 475cc saline prosthesis and experienced deflation post procedure. The patient had the unilateral prosthesis replacement with a mentor siltex round moderate profile 475 cc saline prosthesis on (B)(6) 2018. During the procedure, a seroma was drained, and the replacement implant was inserted and filled to 525ccs. No complications were noted. The device was received at mentor without fluid. Brown and white material were observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation team observed a rent measuring approximately 0.4 cm on the posterior aspect. Microscopic examination of the rent edges gave no indications as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the brown and white materials observed within the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Seroma is a known complication associated with this surgery and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).